Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy asr hip implant on her right side. Patient experienced pain, swelling, soreness, difficulty walking, and decreased mobility. There is no mention of revision surgery. (B)(6) 2012- medical records were obtained. Medical records indicate patient was revised due to pain and doi. The head and stem were removed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 3/25/2013- ppd and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2012 for an asr recall and implanted with a pinnacle system. The cup and femoral head were revised. The cup and has already been reported on wpc (B)(6). The stem reported on this wpc was actually revised on (B)(6) 2009 and belongs to wpc (B)(6). The lot number for the femoral implant and taper sleeve are being updated. There is no new additional information that would affect the existing MDR decision.